Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported the primary plum set leaked from the in line filter and caused an unknown chemotherapy drug to leak onto the patient.

Manufacturer narrative:
Device returned to manufacturer 11/19/2018. During testing and investigation one used sample, and two sealed samples were evaluated. During the visual inspection of the samples, under ultraviolet light, all sealer points confirmed the presence of solvent. Additionally, the samples were gravity tested, primed correctly, and trialed with a pump; no leaks were observed on the IV filter air vents or inlet/outlet ports. The samples were water pressure tested and one of the them exhibited a leak in the air vent; the other two samples passed the test. A manufacturing batch record review revealed no discrepancies that may have contributed to a complaint of this nature. The reported event of leaking from the in line filter was confirmed for one of the samples. The probable cause could not be determined; therefore, a formal investigation has been opened. Due to a system limitation, the date is inadvertently marked as 10/26/2018 in the supplemental emdr. The correct date is 12/21/2018.